Event description:
It was reported that, the drill broke during use leaving fragments inside the body. In addition to the drill, the guide wire also broke. No further information was provided.

Manufacturer narrative:
Correction: correction of h6 health impact code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The returned cannulated tap was inspected and found to be broken at the distal region where the threads are located, with the breakage occurring approximately at the midpoint of the threaded section. Microscopic examination of the breakage surface indicates a brittle failure mode, characterized by the absence of plastic deformation. The observed features suggest that the breakage was primarily caused by the application of excessive torsional and axial loads during use. A dimensional inspection was conducted for the return device, and it was found to be within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the available information, the root cause can be attributed to a combination of wear and user-related factors. The device has been in use for over 20 years, which has weakened the material integrity over time and through various cleaning and sterilization cycles. Ultimately, breakage occurred due to the application of force. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the drill broke during use leaving fragments inside the body. In addition to the drill, the guide wire also broke. No further information was provided.